Event description:
Upon completion of a mapping procedure utilizing a navistar catheter in the left atrium, the pt had a precipitous drop in blood pressure. Echocardiography revealed cardiac tamponade. Pericardial cavity puncture and pericardial drainage were performed. The pt is currently in a vegetative state.